Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the wrong heart rate of the fetus was measured resulting in a poor outcome for the baby. A poor outcome for the baby was reported, but not further specified.

Manufacturer narrative:
Incorrect device code was chosen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer reported via 3rd party distributor a poor outcome for a baby after measuring an incorrect heart rate over time. A field service engineer (fse) was sent to the customer to evaluate the device. The fse tested the device and the device passed all tests. No product malfunction identifed. The customer had already used the device after this event and before the field service engineer tested the device. The review of the provided trace identified that the customer disabled fetal heart rate alarming and ignored cross channel verification alarms which indicates measurement of same heart rate instead maternal and fetal heart rate. The product remains at customer site. No further investigation or action is warranted submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the wrong heart rate of the fetus was measured resulting in a poor outcome for the baby. A poor outcome for the baby was reported, but not further specified several attempts were performed to get more information about the condition of the newborn but the customer did not reply.